Manufacturer narrative:
The report of a separation of the driveline bend relief from the metal connector was confirmed through an on-site evaluation. The driveline was repaired. A correlation between the confirmed driveline bend relief separation and the patient's syncopal episode could not conclusively be established. A review of the log file revealed several pi events, but no notable alarm conditions. The patient remains ongoing on vad-54298 and no additional complaints have been reported at this time. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a syncopal episode on (B)(6) 2014 and a percutaneous lead separation at the distal end bend relief. There were no adverse events recorded by the log file. A clam shell repair was completed on (B)(6) 2014.